Manufacturer narrative:
The device was received for evaluation. During functional testing, the device powered off when battery was moved was not reproduced. A customer battery module was not returned with the pump. A review of the event history log revealed 'improper shutdown!'. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The evaluator found the pump to function as intended with a known good battery module. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had powered off when battery moved during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.